Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell off of an 11 foot retaining wall on (B)(6) 2021. After the fall, he had intermittent shocking. The patient was advised by the physician to turn stimulation off and the shocking stopped. The patient presented at the appointment with the spinal cord stimulation turned off due to the intermittent shocking. The manufacturer representative ran an impedance test and noticed that electrodes 3, 4, 5, 6, and 7 were out of range. The manufacturer representative tried to reprogram using only the 0, 1, and 2 electrodes which resolved the issue at this time. The health care professional has not further information regarding this event. Surgical intervention was not performed at the time of the report. It was asked and unknown at the time of the report if surgical intervention is planned.